Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2018-jun-05. The hcp noted that he was the surgeon, but not the one caring for the pump itself. It was reported that the patient underwent replacement of the "dead pump." It was stated that the patient did experience withdrawal symptoms that required oral baclofen to be administered, but the patient has since returned to purely intrathecal therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen [3000 mcg/ml] at 1189 mcg/day, indicated for intractable spasticity and cerebral palsy. It was reported that motor stall was seen at initial interrogation. The pump status and/or event logs indicated that a motor stall had occurred and that the stall was active. The patient had not recently had an MRI (magnetic resonance imaging). The event date was (B)(6) 2018. It was noted that the pump eri (elective replacement indicator) was six months. No patient symptoms were reported. Motor stall considerations were reviewed, and the caller stated that he would contact neurosurgery. No further complications were reported.

Manufacturer narrative:
Adverse event, outcome attributed to adverse event, and type of reportable event have all been updated due to device explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.